Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did any part of pouch material break off and fall into patient when pouch tore? No. If so, were all pouch components retrieved? N/a. Are all components of device being returned for analysis? Yes.

Manufacturer narrative:
(B)(4). The analysis results of the pouch device found that it was received fired. The suture and the bag were returned for analysis; the bag was received fully cinched. However, no evidences of the bag being torn were found. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was laparoscopically inserted into the patient. When the bag was deployed, it reportedly tore. Another like device was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.